Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule fell off into the patient's mouth. Another capsule was placed normally. The patient was not injured following the procedure.